Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with multiple high watt alarms. Preliminary log file analysis revealed that the ventricular assist device (vad) power consumption was outside normal ranges. The patient underwent tissue plasminogen activator (tpa) therapy due to suspected thrombus. Their power consumption parameters returned to normal. Two days after the initial incident, another power consumption increase was observed. After a week of monitoring the patient, the pump¿s power consumption returned to normal. The pump is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the investigation completion. Product event summary: (B)(4) was not returned for evaluation. The reported high power event was confirmed via log file analysis, which revealed several increases in power consumption and estimated flow starting (B)(6) 2018, leading to parameters above normal operating range. Of note, it was reported that the patient underwent tissue plasminogen activator (tpa) therapy after which the power and flow returned to normal operating range. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at the time of this event, the patient's anticoagulation medications were warfarin and aspirin, and their risk factors for thrombus included advanced heart failure.

Manufacturer narrative:
Corrections: a2, e1, h4 a supplemental report is being submitted for additional information and corrections. A2 age at event corrected to 31 years and date of birth corrected to (B)(6) 1986. E1 fax number corrected to (B)(6) and email corrected from (B)(6) to (B)(6). H4 device manufacture date corrected from 30-nov-2017 to 08-nov-2017. Newly received information indicated that at the time of this event, the patient's anticoagulation medications were warfarin and aspirin, and their risk factors for thrombus included advanced heart failure. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high power was confirmed from the analysis of log files which revealed an increase in pump's power consumption beginning on (B)(6) 2018. 13 high watt alarms were logged since (B)(6) 2018. The site suspected thrombus and the patient was given tissue plasminogen activator (tpa) therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.